Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump is not delivering insulin and is alarming insulin flow block alarm. The customer stated that this had been going on since (B)(6) 2017. The customer last blood glucose at the time of the incident was 30 mmol/l. The customer tried to treat with the insulin pump. The last set change was on (B)(6) 2017. The customer stated that they were not home and do not have additional sets for troubleshooting. The call disconnected and troubleshooting could not be completed. The insulin pump was not returned for analysis.